Manufacturer narrative:
As the entire device was not returned for evaluation, the exact cause of condition reported could not be reliably determined.

Event description:
The product was used during a hernia repair procedure. Reportedly, a component disengaged into the pt's cavity. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.